Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 51.7°f during testing. Evaluation determined that the rear bearing was worn. It was also noted that the collet was corroded and the cable was kinked. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with report of overheating. No patient impact reported. Repair request escalated to complaint based on reason for return. Additional information received on (B)(6) 2014, with paperwork when device was returned stated; "when drill was being used it became very hot and burned the pt". On follow-up, it was reported by the doctor that the malfunction happened during an acdf procedure. The device overheated and burned the patient; a semicircular burn on patient¿s inferior margin of surgical incision. The burn type was superficial burn, ellipsed out approximately 5-10mm semi-circle. The burn area was excised and closed. The current patient status is good. No permanent injury. The patient¿s family and the patient were notified immediately. The doctor checked his own skin and no evidence of burn.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 51.7°f during testing. Evaluation determined that the rear bearing was worn. It was also noted that the collet was corroded and the cable was kinked. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ concomitant devices identified have been added to this report.